Manufacturer narrative:
This information was received as a part of an extensive mesh litigation submission to medtronic. The FDA was notified of this large complaint receipt. Due to the volume of complaint information received by medtronic, this resulted in a report beyond the 30 day target. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a ­­­­­­­­­­­­­­­­ ­­­periumbilical incisional hernia. It was reported that after implant, the patient experienced pain, adhesions, bleeding, bowel obstruction, erosion, fistula, infections, seroma, tenderness, and recurrence. Post-operative patient treatment included revision surgery, mesh removal, primary closure with advancement flap, relaxation incision of the external oblique aponeurosis.

Manufacturer narrative:
This information was received as a part of an extensive mesh litigation submission to medtronic. The FDA was notified of this large complaint receipt. Due to the volume of complaint information received by medtronic, this resulted in a report beyond the 30 day target. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a ­­­­­­­­­­­­­­­­ ­­­periumbilical incisional hernia. It was reported that after implant, the patient experienced pain, adhesions, bleeding, bowel obstruction, erosion, fistula, infections, seroma and recurrence. Post-operative patient treatment included revision surgery.

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. The preoperative and postoperative diagnosis was periumbilical incisional hernia. The procedure performed was a repair of periumbilical incisional hernia. The patient has had a surgical revision, pain, adhesions, bleeding, bowel obstruction, erosion, fistula, infections, seroma and recurrence.